Manufacturer narrative:
MDR 3003442380-2024-01834 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula bent events on (B)(6) 2024. The infusion set was in use for few hours. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for 10 reference samples and 1 returned used device of lot 6004012: 1. Visual inspection as per 4902135 criterios de cateter doblado & curvo (bent & curved catheter criteria). 10 reference samples visually inspected and no damages or bent but in 1 used set the soft cannula was bent at the tip. 2. 4802011, flow test on customer complaints (pruebas de flujo en quejas del cliente), version 10. 10 reference samples met the criteria of minimum 80ml/minute, but 1 used set was found with the p-cap connector needle clogged (by insulin). Flow test: p1: 113 p2: 137 p3: 120 p4: 131 p5: 117 p6: 133 p7: 140 p8: 111 p9: 132 p10: 103.